Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller ac adaptor exhibited a damaged cable. The ac adaptor was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(4) revealed that the unit passed functional testing. Visual inspection revealed that the cable outer sheath was torn. As a result, the reported event was confirmed. The most likely root cause of the reported event may be attributed to wear and/or handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.